Event description:
Before vns, the patient had sleep apnea (apnea-hypopnea index - ahi 2.4/h) and 2-3 seizures per week. When vns was implanted, the patient's seizure frequency reduced to 1 in 3 months, however the patient's sleep apnea worsened (ahi 31.8/h). Output current was reduced and sleep apnea improved to ahi 11.5/h, but seizure frequency increased to 1 per month. Next, output current was reduced again and sleep apnea improved to ahi 3.2/h, but seizure frequency increased to 1 per week. Then, the generator was replaced with a newer model and day-night programming was utilized. The device was programmed to a minimum level from 11 pm- 8 am and to higher levels during the day. Sleep apnea returned to pre-vns level (ahi 2.4/h) and seizure frequency reduced to 1 in 3 months. The explanted product has not been received by the manufacturer to date. No other relevant information has been received to date.